Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
The review of a (B)(6) female patient revealed several can comm faults, belt communication errors, and abnormal shutdowns. Zoll customer support contacted the patient to discuss the download. As a result of the call, the patient was issued a replacement electrode belt.